Manufacturer narrative:
Date sent to the FDA: 5/2/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 2/9/2022.

Manufacturer narrative:
Date sent to the FDA: 3/23/2022.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) /2020 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2021 during which the surgeon noted to be septic with leukocytosis and a fever. Upon entering the abdominal cavity, he noted an abscess cavity, with mesh not incorporated into soft tissue, sitting in purulent malodourous material. It was reported that the patient experienced chronic severe pain. No additional information was provided.